Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was "alarming under any power." It was reported that the device have "battery/ac power issues" and the "unit would not power on."a new battery was reportedly installed as part of preventive maintenance procedure and unit began alarming continuously. The customer repoted that thsi "usually this stops when plugged into ac power, but did not in this case." The customer removed from ac power and new battery and unit continued to alarm. The customer had to "let the alarm die out through capacitive discharge." There was no patient involvement.